Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while doing a trach at the bedside, the device's balloon was inflated but did not hold air. Trach was removed and replaced with another trach and placed into the patient with the same result. Opened another trach with different product ID and then the balloon held. Checked both device that was removed and both balloons leaked.